Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to duplicate the reported complaint as the attachment was received in non-working condition. Although an actual temperature reading was not captured for the complaint, a root cause as to why this situation would have occurred could be determined. Significant, abrasive gear wear most likely created friction within the head which resulted in temperature increase. Minor debris and slight corrosion was also observed within head and cap cavities and inner components. All components appeared to be dry.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.